Event description:
It was reported to philips that the battery failed to charge on the cadex charger. It was also noted that the battery was recently calibrated per specifications. There was no patient involvement.